Event description:
The customer observed negatively biased results for phyt and phbr proficiency samples tested on a vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation indicates that the biased results were confirmed to a single aliquot of cap fluid. The customer has two analyzers and the qc results from both analyzers were acceptable. The biased cap results were confined to the aliquot of fluid on one analyzer. This supports that the root cause of the event is improper pre-analytical sample handling.